Manufacturer narrative:
"As" no further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead was explanted three weeks after initial implant due to a lead perforation. It was identified via fluoroscopy. The rv lead exhibited high pacing thresholds. No additional adverse patient effects were reported.